Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a bypass procedure, the needles would not lock in. They kept popping out. Once they changed instruments, it worked fine. The difficulty did not result in tissue damage or patient injury.